Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found scratches on lcd lens screen. The customer stated problem was confirmed. The device found alarming "cassette not attached properly" message when latched and failed at psi testing. It determined that the downstream occlusion sensor was inoperable and the root cause of the issue. Therefore, the downstream occlusion sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported a "cassette not latched" error when closing cassette latch prior to placing pump on patient. No patient involvement was reported.